Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: needle separated from tape. Probable root cause: design: needles cannot withstand grasping by other instrumentation. Needle/suture assembly not designed to withstand manipulation and grasping. Process: improper swaging of needle onto suture. Application: excessive force. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the needle separated during procedure. The needle was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the needle separated during procedure. The needle was retrieved.